Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 17069611.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6): the returned lead was analyzed and found to be cleanly cut into two pieces near its distal end. With all the available information, boston scientific concludes the reported event was not confirmed. The clean-cut damage is attributed to a typical explant procedure and is not considered a failure. However, a labeling review identified that the reported event is a known risk associated with implanting a pulse generator as part of a spinal cord stimulation (scs) system. Therefore, the probable cause is recognized as an inherent risk of the device. Sc-2317-50 sn: (B)(6): the returned lead was analyzed and found to be cleanly cut into two pieces near its distal end. With all the available information, boston scientific concludes the reported event was not confirmed. The clean-cut damage is attributed to a typical explant procedure and is not considered a failure. However, a labeling review identified that the reported event is a known risk associated with implanting a pulse generator as part of a spinal cord stimulation (scs) system. Therefore, the probable cause is recognized as an inherent risk of the device.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.